Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an under infusion of therapy solution while using an unspecified access set. Approximate 200ml remained in the filter of the device after infusion. The infusion was of cisplatin and taxol using a baxter pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.